Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2008 and alleged that her one touch profile meter was displaying the incorrect language. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on (same day as call to lfs). As a result of the reported issue, the patient took diabetes medication based on a sliding scale. She also mentioned experiencing anxiety and shakiness after the reported issue began. The patient did not receive/require any medical attention. At the time of troubleshooting, she was walked through resolving the issue. The complaint is being reported because the patient claimed she experienced symptoms that can be associated with hypoglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.